Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient dislocating; the surgeon went in and put in a larger insert. Refer to pc-(B)(4) for previous revision surgery.